Event description:
Healthcare professional reported "degree of capsular contracture: I", "cysts" and "two nodules compatible with lymph nodes" confirmed via MRI and ultrasound. Abbvie medical safety has deemed "degree of capsular contracture: I" as serious. This record is for the left side. The device is still implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade I. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture baker grade I. E1 phone number provided: (B)(6).